Event description:
Patient was revised, due to dislocation.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non-verifiable, provided information states instability was contributed due to the product being implanted with improper retroversion which compromised the rotator cuff. A search of the complaint database for the humeral head found no prior reports for the reported part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.